Manufacturer narrative:
Tracking no: (B)(4). Based on new information from the account, this report was updated from a malfunction to a serious injury due to the patient having to be x-rayed.

Event description:
Procedure: lap nissan. According to the reporter: a section of the needle fell into the patient and was not retrieved. The surgeon was able to view the fragment via x-ray. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.. The patient was discharged from the hospital.

Event description:
According to the reporter: training on loading and unloading of the device was given to all staff members. I also attended theatre procedures to ensure the correct use of the device. Further incidents occurred where the stitch did not remained connected to the needle of (B)(4).

Manufacturer narrative:
(B)(4).